Event description:
N/a.

Manufacturer narrative:
As reported in a research article, transcatheter patent ductus arteriosus closure in very low birth weight preterm infants. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter patent ductus arteriosus closure in very low birth weight preterm infants: early results and midterm follow-up.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter patent ductus arteriosus closure in very low birth weight preterm infants: early results and midterm follow-up.

Event description:
The article, "transcatheter patent ductus arteriosus closure in very low birth weight preterm infants: early results and midterm follow-up", was reviewed. The article presented a case study of a 20-day-old, 1450g, male patient with a patent ductus arteriosus (pda). It was reported that on an unknown date, a 5-4mm amplatzer piccolo duct occluder was chosen for implant. The patient's pda measured 4.1mm in diameter and 7.1mm in length. During procedure, it was reported the patient experienced transient systolic hypertension which was managed with diuretics and sedation. [The primary and corresponding author was silin pan, heart center, women and children¿s hospital, qingdao university, qingdao, china, with corresponding email: silinpan@126.com].